Event description:
Our customer has reported us via sales rep that the cup was loose ((B)(4)). A revision surgery was done last (B)(6) 2011 approx, and the products ((B)(4) and (B)(4)) were explanted after 8 months approx to be implanted. Photos of the products explanted are available in doc tab. Update (B)(6) 2011: first surgery, (B)(6) 2010; unanticipated revision surgery, (B)(6) 2011.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.